Manufacturer narrative:
As no item or lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced bladder stones and the need to strain significantly in order to urinate. The bladder sling was removed and laser ablation of bladder stones under general anesthesia was performed. Intraoperative findings found large bladder stones attached to and eroded the urethral sling.

Manufacturer narrative:
As no item or lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced urinary tract infection with hematuria with emergency department. Emergency department to hospital admission for urinary frequency. Bladder stone removal.